Manufacturer narrative:
As of (B)(6) 2025, retained samples were submitted to the lab with no defects noted. In addition, aso reviewed records of satisfactory biocompatibility tests for this type of product with no issues noted. Refer to section b.6 for further details. UDI notes: the expiry date is not present on the device label.

Event description:
In the initial report received on (B)(6) 2025, the consumer stated that he broke out really badly when using the bandages. He went to the doctor, and he said it was the adhesive pad that had caused this. The doctor prescribed antibiotics for the rash.